Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port balloon was malformed. It was asymmetrical. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: no non-conformities were found during the visual inspection of the non-inflated balloon. The balloon was inflated to 35 cc of air and inspected. From the side view, the balloon did not appear to be malformed (asymmetrical) in shape. The concentricity of the balloon was measured and met the minimum od specification. The reported failure was not confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.